Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with an inoperative "select" button of keypad at channel a was confirmed during product evaluation. The root cause of this condition was assigned to fluid inside the pump. The keypad was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.48.92. A service history review revealed that this device has been previous serviced but didn't contribute to the reported problem.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced select button of keypad was inoperative at channel a." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.